Event description:
During routine testing of the device at the service center, the service technician reported the battery connector clip was cracked. The monitor was originally returned for the venous line not operating as expected when the crack was found. Since this event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.